Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for follow-up examination on (B)(6) 2020. Upon investigation, it was found the implantable cardioverter-defibrillator was found in back-up vvi. The device was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The cause of the bvvi was determined to be power-on-reset (por). The por reset was caused by an unregulated internal supply voltage. The unregulated supply voltage was caused by an intermittent capacitor¿s connection in the hybrid.